Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a syncopal event. Upon interrogation intermittent right ventricular (rv) loss of capture (loc) was noted. The rv lead output was set to adequate safety margins, so the cause of the loc was unknown. It was further noted that the rv impedance had increased from around 400 ohms at implant to approximately 900 ohms. Since the patient is pacemaker dependent the physician opted to perform a revision procedure. During the procedure the pacemaker was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.